Event description:
Customer reported a malfunction on the pump with no notable events occurring prior. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information and assistance for resetting the pump, successfully resolving the issue as the malfunction did not recur.